Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned; however, performance data from the device was received and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient experienced inappropriate shocks on two occasions. The device was removed and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.